Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
2 probes (one from lot 26630 and one from lot 26539) failed during initial pre test due to shaft frosting. These were removed and replaced (again with one from each lot number). The new probes both failed pretest due to shaft frosting. Complaint 3 of 4.